Manufacturer narrative:
Concomitant medical product: product ID 8784 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type catheter h6: the device code and code conclusion codes have been updated for this event and apply to both the pump and catheter. Annex f code f15 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the explant date for the catheter was (B)(6), 2020. The patient felt the pump was not working (non functional). The hcp stated there was no damage to the catheter. The device would not be available for return.

Manufacturer narrative:
Continuation of concomitant products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 18-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via implantable pump for non-malignant pain. It was reported that the hcp was inquiring about magnetic resonance imaging (MRI) guidelines and they mentioned a catheter revision in (B)(6) 2020; technical services asked why this took place and they stated they were not sure why the revision took place but noted that the catheter was accidentally "nicked" by the surgeon and needed to be replaced.